Manufacturer narrative:
The pump received with missing segments with partial gray display due to cracked lcd. Unable to perform functional test due to display anomaly. Unit received with broken belt clip rail, missing display window cover, fading serial number label, cracked keypad overlay at select buttons, minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are damaged and cracked. Customer's blood glucose was 142 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.